Event description:
The pt reportedly suffers from chronic middle ear infections. Since the initial cochlear implant surgery, the pt reportedly had two other surgeries (exact dates not given) performed to remove a "cochlesteatoma". In 2004, the pt reportedly was seen at the center for eval. The pt is multidisabled and was not clearly responding to stimulation. Because of the disabilities, there was no clear response for speech discrimination. Out of range impedance measurements were observed. The pt was seen by a co rep for device eval. External equipment was exchanged. Testing performed confirmed out of range impedance measurements. Surgery to explant the pt's c1 device may be done in 2004 when middle ear surgery is planned to evaluate the middle ear infection.